Event description:
Customer alleged that they received 61 (slit knife 2.4mm angd sngl bev w/safety) with safety shields retracted. All with the same catalog number with 55 with lot number 6052017 and 6 with lot number 6052661. The retracted sleeves were discovered prior to surgery and there was no patient involvement.